Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-01067 / 01069).

Event description:
Legal counsel for patient reported that patient underwent total left hip arthroplasty on (B)(6) 2011. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013, due to patient allegations of pain, swelling, inflammation, damage to surrounding bone/tissue, lack of mobility, loss of range of motion, metal poisoning and metallosis. A review of invoice history confirmed and further follow up confirmed both surgery dates and that the acetabular cup, modular head and taper insert were removed and replaced with competitor acetabular components and a biomet head. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 3 MDR's filed for the same event (reference 1825034-2014-01067 / 01069).

Event description:
Legal counsel for patient reported that patient underwent total left hip arthroplasty on (B)(6) 2011. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone/tissue, lack of mobility, loss of range of motion, metal poisoning and metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient's operative (op) notes reports patient was revised due to pain. Revision op report notes the presence of metallosis, metallosis debris, and gray sludge. The acetabular cup, modular head and taper insert were removed and replaced with competitor acetabular components and a biomet head.